Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was spray-painting at the time of the shock. The sensing vector for the shock was the secondary sensing vector. The high energy shock impedance was 140 ohms, which is high but within normal limits. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.